Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The service history review identified no previous repairs in the last 12 months. The customer¿s problem was confirmed through reviewing the device¿s alarm history. The root cause of the issue was a optocoupler - on main pcb failure. The leadscrew, clutches and stepper motor were replaced to resolve the issue, but the problem persisted leading to a bad optocoupler on the main printed circuit board (pcb). The main pcb was replaced, and the issue was resolved.

Event description:
The customer returned the product for a motor rate failure, during device analysis, the main board was found to be faulty, and the issue was confirmed. There was no reported patient involvement.